Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed that it was unable to boot. Upon troubleshooting, the fse found that the system should power on when the power button on the review module was pressed and identified a faulty ups as the root cause. To resolve the issue, the fse bypassed the faulty ups and replaced the faulty fuses. The system was returned to service in good working order. The codes were updated based on the investigation outcome. The failure of the ups can be attributed to the issues resolved in philips correction (2024-igt-bst-009).

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.